Event description:
A power source alert was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer successfully resolved the issue by plugging the wall adapter into a working outlet for least 30 consecutive minutes, which allowed the pump to begin charging, and no further assistance was needed.